Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, seven heartstring seals cracked while loading the seals into the delivery tube. The report indicated that a replacement seal was used to complete the procedure. No pt involvement was reported.